Event description:
It was reported that during a mastectomy the clip applier stopped applying clips properly. The device had malformed clips and then jammed. The case was completed with a like device with in patient consequence.